Manufacturer narrative:
The cartrdige has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient had a blood glucose (bg) of 306 mg/dl with no signs/symptoms and treated it with 4.05 unit bolus from pump. The patient¿s pump has emitted repeated loss of prime warnings over the past 36 hours. The cartridge was changed yesterday. There has been no sudden change in force or temperature; pump was not banged or dropped. No associated alarms in history and caps were secure to the pump. The cartridges are cycled prior to filling with insulin and supplies are changed every 3 days. Supplies are stored at room temperature and not reused. The pump is not rebooting. Customer support (cs) advised reporter to change out cartridge using cartridge from a new box; monitor for loss of prime warnings and to contact cs if issue continues. Reporter will return cartridge to animas. Patient continues on pump. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported as the loss of prime issue was not resolved.